Event description:
It was reported that during the procedure the distal tip of the guidewire (subject device) used had been fractured off. Physician was unable to recover the fractured piece and remains within patient. The product was replaced by another new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was kinked at 12cm, 8cm, & 5cm from the distal tip. The kink at 12cm separated as a result of handling the device during the analysis. The kink at 8cm was further damaged during analysis. The distal tip of the subject device was broken/fractured and not returned. Procedure fluids were noted to the device. Functional test was not performed due to the condition of the returned subject device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information, the doctor said he had applied too much torque. The device was returned and the reported event was confirmed based on the damage noted. The damage noted to the device is indicative of the reported event. It is probable that the device was damaged as a result of over torqueing the device during use. As a result, a probable cause of user error has been assigned to the reported and analyzed events, as there was an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure the distal tip of the guidewire (subject device) used had been fractured off. Physician was unable to recover the fractured piece and remains within patient. The product was replaced by another new guidewire and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.